Event description:
Since having silicone breast implants in (B)(6) 2013 I have had numerous illnesses including multiple fungal infections, pneumonia, hair loss, fatigue, increased depression, joint pain, bleeding ulcer, continual gastrointestinal problems, bacterial infections. Valley fever, mono etc. I opted to have breast explant with full encapsulation removed on (B)(6) 2019 and I am recovering nicely. FDA safety report ID# (B)(4).